Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off power or low battery alarm noted. Unit passed functional tests including displacement test, rewind, basic occlusion, occlusion, prime (a33) and no delivery tests. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected lost sensor alarm noted. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer was hospitalized. At the time of hospitalization, his blood glucose was reported to be above 900mg/dl. He declined troubleshooting, and stated that he wanted is insulin pump to be replaced. The insulin pump was returned. No additional information was reported.